Event description:
It was reported that the device has been exhibiting premature battery depletion for the past couple of years. Upon each device check, it was observed that the longevity had continued to decrease since the previous device check. During the most recent check early this year, the device was showing 5 months remaining. The device was explanted and replaced. Additionally, it was indicated that during the replacement procedure, the longevity had decreased again to show only 3 months remaining. No adverse effects to the patient were reported. Additional information: this report has been updated to include final analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device was explanted, and is expected to be returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during ongoing use, the device's battery had been depleting since 2017. Upon each device check, it was observed that the longevity had continued to decrease since the previous device check. During the most recent check in february, the device was showing 5 months remaining. The device was explanted and replaced, and it was indicated that during the replacement procedure, the longevity had decreased again to show only 3 months remaining. The device is expected to be returned for analysis. No adverse effects to the patient were reported.